Event description:
Caller reported that the pump battery was depleting too quickly, which led to a pump shutdown. This shutdown caused the customer's blood glucose level to exceed 500 mg/dl, displaying as "high," but the specific value was unknown. To address the high blood glucose, the customer administered a correction bolus via the pump. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.